Manufacturer narrative:
The teal has ul electrical safety approval, and that the risk of injury to a patient is remote.

Event description:
Intermittent shut down of gantry. Noted a hot electronics smell from teal. Later called back that teal caught fire. Noted 1 filter destroyed and charred wiring.